Event description:
It was reported that left ventricular (lv) lead exhibited no capture. Lead dislodged was noted under x-ray. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.